Event description:
On (B)(6) 2013, the patient reported that three years ago her blood glucose level was low and paramedics were called to assist her. She stated that on the night of the incident she began feeling weak and she called for her mother-in-law to help her get her blood glucose monitor to test her blood glucose level. She does not remember the exact result, but remembers that her blood glucose level was low. She was too weak to retrieve food on her own and her mother-in-low attempted to give her peanut butter, but she was unable to remove the lid so she called for the paramedics. When the paramedics arrived they made the patient a peanut butter and jelly sandwich. They also fed her applesauce until her blood glucose levels began to return to normal. The patient did not lose consciousness, but she did feel shaky, weak, confused, and was sweating profusely. The patient stated that she normally begins to feel the symptoms of hypoglycemia when her blood glucose level drops below 60 mg/dl. Her normal blood glucose is 160 mg/dl or lower. The patient made no allegation against the performance of the infusion device and stated that she must have missed a meal or done something wrong to cause her blood glucose levels to drop. She continued to use the infusion device with no further issues. The patient no longer has the infusion device, so no product could be requested to be returned for evaluation.